Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level of under 54 mg/dl. The customer treated through insulin pump. Customer's blood glucose level was under 54 mg/dl and the sensor glucose reading was 43 mg/dl. Customer declined troubleshooting. The sensor was not returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, selftest and displacement accuracy test. Insulin pump passed the delivery accuracy test at 0.08705 inches. The correct test bg value was sent from glucose meter and received by unit under test. Insulin pump communicated properly with test guardian link transmitter. No unexpected blood glucose required messages, check blood glucose messages or auto mode anomalies noted during testing. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).